Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level displayed as ¿high¿ but without a specific value. Customer gave correction injection with insulin using multiple daily injections to address the bg level. Reportedly, the occlusions were caused by blockage in the cartridge. Customer changed supplies as necessary and resumed insulin therapy.